Event description:
It was reported that the customer dropped the insulin pump and landed quite heavily. The caller stated the device did not turn on after dropping. Then the customer changed the battery and the power came back, but the device alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device was received with scratched screen and cracked reservoir tube lip.